Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report. Related manufacturer report number #2916596-2021-00848.

Event description:
It was reported that the patient had infection on (B)(6) 2021 and vasoplegia following pump exchange on (B)(6) 2021. The source of the infection was determined to be staphylococcus epidermis and candida. Low flows were captured on (B)(6). The infection progressed to septicemia causing the patient to suffer an ischemic stroke. CT scan revealed hemiplegia with multiple infarctions. The patient expired on (B)(6) 2021 after care was withdrawn.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal any device-related issues that would have contributed to the reported event. A direct correlation between (B)(6) and the reported event cannot be conclusively determined through this investigation. The pump was returned with the driveline fully intact. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the textured and smooth blood-contacting surfaces of the inlet elbow, distal side of the inlet stator, rotor body, and outlet stator revealed loosely coagulated blood, coagulated blood, and coagulated blood admixed with tissue that did not appear to have been present during pump support and would not have caused a functional or flow issue. Lack of contact marks on the rotor¿s outlet section further indicates that the deposition of coagulated blood admixed with tissue was not present in the outlet stator at some point while the rotor was spinning/the pump was supporting the patient. Examination of the remaining blood-contacting surfaces revealed no developed depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on 18dec2018. The heartmate ii left ventricular assist system instructions for use lists infection, sepsis, stroke, and death as adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this document addresses pump speed, power, flow, and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Care instructions regarding infection are outlined in various sections of this document. This heartmate ii left ventricular assist system patient handbook also outlines care instructions regarding infection. No further information was provided. The manufacturer is closing the file on this event.